Manufacturer narrative:
As reported, the arteriotomy did not seal on deployment of the manta device. The manta device appeared to be outside the vessel. A surgical cut down was performed and the manta device explanted and the vasculature repaired. The root cause of the tract deployment is inconclusive. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention is written in the IFU. Risk documentation was reviewed; and tract deployment is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The IFU was reviewed and lists other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. The document history was reviewed and showed no non-conformities related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta IFU lists precautions that includes in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices have been identified and include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: arterial damage and vessel laceration or trauma.

Event description:
The female patient underwent an endovascular aortic repair (evar) on (B)(6) 2020. A pre-procedure CT scan was completed to evaluate the patient's vasculature prior to the evar. There was no calcium visualized in the formal artery at the area of femoral access. The patient's artery measured 6.7 mm in diameter. Access in the femoral artery was completed per manta vascular closure device instructions for use (IFU) using ultrasound guidance and a micro-puncture kit. The manta deployment depth was measured at 3.5 cm. The evar was completed using a 12f endograph sheath. The operator reportedly did not have any difficulty advancing or withdrawing procedure sheaths. The femoral access site was closed using manta per the IFU without any difficulty. On deployment of manta, it was reported that the arteriotomy did not seal. The manta reportedly appeared to be deployed outside the vessel. A hematoma developed immediately, and the surgeon performed a surgical cutdown to repair the vasculature. The manta was explanted during the surgical repair and was discarded. The reporter stated angiograms were taken during the procedure but are not able to be obtained for investigation.